Event description:
It was reported the customer received a compromised force sensor system alarm. Customer's blood glucose was 108 mg/dl. Troubleshooting found the customer's drive support cap appeared to be normal. Customer stated they did not press on the cap while connected. The customer was advised to disconnect from the insulin pump and revert to a back-up plan. No additional information provided.

Manufacturer narrative:
The insulin pump alarmed motor error during basic occlusion test due to loose/ protruded drive support disk. Compromised force sensor system alarms were not verified due to motor error alarms. The device had cracked case at display window corners, cracked battery tube threads, minor scratched lcd window, and missing end cap sticker.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.